Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that after the rewind, load, prime and fill steps were completed, the patient would go back to the rewind/prime screen and sometimes the box next to the prime and fill canula were no longer filled in. The pump was not priming the tubing during the load step. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: according to the complaint record, the issue started on (B)(6)2018, and according to the pump history the pump was in use until (B)(6)2019. Due to continued pump use all black box and prime history has been overwritten for the time the complaint was reported. During investigation, the original complaint was unable to be duplicated and there was no evidence of prime defects. Unrelated to the original complaint, the screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.